Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set leaked during an infusion at the luer connection to another unspecified mating device. Staff could not tighten it enough to keep it from leaking and it cracked when they tried to tighten the connection. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Phaseal closed system transfer device; therapy date 05/27/2015. The customer¿s report of a leak during use was confirmed. Visual inspection revealed no anomalies. Functional testing was performed. No leaks were observed during priming. A leak was observed upon testing the samples as they were configured when they were received. However, tightening the connection between the 2000e and the female luer of the extension set alleviated the leak. After tightening the components, testing was repeated and there were no leaks observed. The root cause of the leak at the connection was identified as a loose connection. Once the connection was tightened, there was no subsequent leaking.